Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming. The customer¿s blood glucose was 210 mg/dl at the time of incident. The customer also reported that they were getting battery change too slow alert and customer trying to clear the message had changed batteries multiple times but they unable to clear the alarm. The customer also reported that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive act, up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify failed battery test alarm due to unresponsive button. No unexpected audio/beep anomaly noted during testing.